Event description:
Reference medwatch (B)(4).

Manufacturer narrative:
A review of the service history for (B)(6)'s 12 system 1e units identified that the 184 service activities noted by the facility in their medwatch included the normal installation activities, scheduled preventive maintenance activities and field corrections. (B)(4). Steris places a high priority on addressing the customer's concerns. On (B)(6) 2012, the steris account manager and district service manager met with (B)(6) biomedical staff to discuss and address their concerns. The facility's concerns were discussed and steris committed their support to the customer on operation of their system 1e units. Instructions were also provided to assist the user in troubleshooting activities that can be performed in-house by the biomedical staff. Lastly, steris offered their ongoing support and availability to meet as the user determines it necessary.